Manufacturer narrative:
A ge representative evaluated the system and determined a cable needed to be replaced. A new cable is on order, and it is anticipated that replacement of the cable will restore the system to operating as intended.

Event description:
The customer reported problems with the amplifier, which could cause loss of imaging capability. No patient injury was reported.